Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator device was not passing the system pre-use check. The hospital biomed replaced multiple components without resolving the issue, service was requested afterwards. Our field service engineer (fse) investigated the ventilator unit at the hospital. When switching into ventilation mode, the ventilator generated a technical alarm (te7) indicating a patient category mismatch between the breathing and monitoring subsystems. The ventilator control pc board was replaced and the system software was reinstalled. The unit passed all tests and was cleared for clinical use again. No part or ventilator logs have been returned for technical investigation despite requests, the cause of the reported issue can therefore not be established by this investigation.

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. The ventilator generated technical error code for patient category mismatch. There was no patient involvement. Manufacturer's ref #: (B)(4).